Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was dislodged and was exhibiting high capture threshold. The rv lead was explanted, and new rv lead was implanted. The patient was in stable condition.